Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results are as follows: ¿ 184 mmhg blood side pressure drop reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a high and fast pressure increase after 1 minute. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the oxygenator had to be changed within the first 6 minutes of the machine being in operation due to the rapid increase in delta p. The delta p rose continuously from 150mmhg to 200mmhg to 300mmhg and then to the pressure stop. The act before the start of the heart-lung machine (hlm) was 404 seconds, which was corrected with an administration of 10,000ie heparin. The priming of the machine consisted of 1300ml sterofundin and 10,000ie heparin and 1500mg cefuroxime. The patient was to be cooled to 25°c due to their diagnosis. The machine started with a patient temperature of 35.8°c. The perfusate was mixed with the patient's blood at 34°c and then cooled continuously and rapidly. Cooling was stopped before the oxygenator exchange was performed.

Manufacturer narrative:
Additional information b3. Date of event: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.